Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer got replace battery now alarm. Customer had low blood glucose level of 55 mg/dl. The customer stated that he did not get a low battery alert prior to the replace battery now alarm. The customer stated that he had the high blood glucose because of the infusion blocked and battery alarms. He treated the high blood glucose with the insulin pump and manually. Last night he went into hypo with blood glucose level of 65 mg/dl because he had treated the hyper during the night. Then he ate breakfast, and at 10.00 he was at 300 mg/dl, at 12.10 he was at 318 mg/dl. Then he treated with carbs and now at 68 mg/dl. The customer was advised that the pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed displacement test. Sleep current measurement and active current measurement within specifications. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25, low battery alarm and power loss alarm due to connector resistance. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. The device was received without the original battery. A test battery was installed and removed in the battery tube with no anomalies noted.